Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using humalog u-200 insulin with the pump. Tandem customer technical support informed customer that humalog u-200 insulin is off-label per the user guide. Customer changed pump supplies and continued to use the current pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.